Manufacturer narrative:
Additional information: h3, h6. H10: two (2) actual samples were evaluated for the reported condition. A visual inspection was performed with the naked eye which noted that one sample with a partially opened pouch had the green pull ring cap dislodged from patient connector. The pull ring cap was loose in the pouch. The other sample with no pouch was missing the pull ring cap from the patient connector. The reported condition was verified; however one sample was verified as a dislodged issue. The cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets had missing caps on the patient lines. This was observed during unknown process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.